Event description:
A discordant, false positive hepatitis b surface antigen (hbsag) result above the cutoff for mandatory confirmation testing (sample ID: (B)(6)) and a discordant, false positive, confirmatory hbsag result (sample ID: (B)(6)), were obtained on an advia centaur xp instrument. The discordant results were not reported to the physician(s). A confirmatory test was performed on sample ID: (B)(6) on the same instrument and in an alternate laboratory, both of which resulted negative for hbsag. A confirmatory test was ordered for sample ID: (B)(6), after three initial replicates resulted positive. The sample was sent to an alternate laboratory for testing, which resulted negative for hbsag. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false positive hbsag results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse proactively replaced reagent probe 2, reagent probe 3, and the heater coil on reagent probe 3. The cse replaced the plungers on the 5 ml dilutors, re-suspend dilutor, and the acid and base pumps due to signs of wear on the fittings and crusting on the shaft. The cse noted spatter around the ancillary probe opening, and replaced the ancillary dilutor. The cse then performed preventive maintenance, primed and rinsed the system and ran quality controls (qc), which resulted within range. The cse also performed a decontamination procedure, calibrated the ancillary probe and tightened all fittings. In addition, 100 replicates of negative hbsag were run, all of which resulted negative as expected. The cause of the discordant, false positive hbsag results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.